Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no more paresthesia a few weeks after implant. The impedances were all greater than 10,000 ohms. The lead was replaced. The patient was fine with no problems.